Manufacturer narrative:
E3: non-healthcare professional; e2-no. Based on the results of the investigation, a definitive root cause cannot be identified. The most probable cause of the complaint is traced to flooding from a peeled cable sheath. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the subject device exhibited cable flooding, charge coupled device flooding, and electrical contact corrosion. There was no patient involvement.